Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that through a phone conversation with the customer it was found that the intra-aortic balloon pump (iabp) module was not properly engaged in the cart. The customer reengaged the iabp module into the cart and the batteries began to charge. No service visit was required as the call was resolved over the phone.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) is not charging the batteries. There was no patient involvement or adverse event reported.